Manufacturer narrative:
No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this atrial lead had been exhibiting decreased impedance measurements from 1370 ohms to 790 ohms with decreased threshold measurements also. There has been no noise noted on the atrial channel and sensing has been stable. The lead will continue to be monitored.